Event description:
The customer reported that the distal end was broken and the columnar glass was offset. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the lens was damaged and the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.